Manufacturer narrative:
Top assembly batch history record was reviewed. The units were processed to the correct validated parameters. All units were 100% visually inspected and leak tested to a rated pressure of 22 atm. All operators that worked on the batch in question were fully trained on their respective work steps. The material and components used in this device were determined to be consistent with all materials used in the manufacture of all uhp products. There were no ncr's or deviations associated with the batch in question. No unusual anomalies were noted following the batch review. Once the device is returned, further investigation will be carried out to determine the root cause.

Event description:
Balloon ruptured at 22atm during inflation.

Manufacturer narrative:
Top assembly batch history record was reviewed. The units were processed to the correct validated parameters. All units were 100% visually inspected and leak tested to a rated pressure of 22 atm. All operators that worked on the batch in question were fully trained on their respective work steps. The material and components used in this device were determined to be consistent with all materials used in the manufacture of all uhp products. There were no ncr's or deviations associated with the batch in question. No unusual anomalies were noted following the batch review. This unit was manufactured using sub-assembly balloon batch # 21600815. All balloon batches are subjected to burst & compliance batch release testing. This batch met all statistical batch release requirements. The returned unit was confirmed as passeo 35hp 8/40/75, batch # . The balloon on the device had ruptured longitudinally. The markerbands were inspected under a 10x vision system and there were no visible defects noted which could have contributed to the burst. It was not possible to test the unit further as the balloon has been damaged so severely.

Event description:
Balloon ruptured at 22 atm during inflation.